Manufacturer narrative:
Failure analysis on the returned data acquisition board shows that the data acquisition (da) pcba was tested, and no failures were identified. Failure analysis on the returned gas delivery system (gds) shows that during troubleshooting, the gds assy found a puncture hole on the body of the solenoid 2, creating the machine pressure sensor autozero failed error code. The sol 2 was replaced with the failure investigation (fi) test sol 2. After replacement with the test solenoid, the unit was retested with a passing result. Physical damaged resulted in a puncture hole on the body of the solenoid valve creating the machine pressure sensor autozero failed error code.

Manufacturer narrative:
G4:08feb2021. B4:12mar2021. The field service engineer (fse) replaced the data acquisition (da) board, but the device still the same issue. The fse verified all the solenoid pins are correctly engaged to the da board. The fse replaced the airflow sensor and (da) board to resolve this issue. Following the repair, the device passed all testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: 06jan2021. Reported 29jan2021.

Event description:
The customer reported that the unit failed with check vent alarm - proximal autozero failure. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.